Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. The false elective replacement indicator (eri) triggered on (B)(4) 2016 due to a measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered elective replacement indicator (eri) and was pacing in vvi 65 mode. It was noted that a battery voltage measurement was unavailable. The patient was brought in three days later for a device change out and the device was able to be programmed back to ddd mode and a normal battery voltage was indicated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.